Event description:
It was reported that customer was having issues with their sensors. The first sensor from the box did not work and appeared to be missing a sensor cannula when it was removed from customer's body. The second and third sensors had sensor errors. Customer stated he noticed with this box of sensors that the needle hub is difficult to remove and some of the cannulas are bent. Customer's blood glucose was 5.4 mmol/l. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. No broken sensor was found however, the sensor cannula was bent; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.